Event description:
Customer receives an error 5 message when turning on the meter. They stated that they are cleaning the meter properly. The issue was not resolved with troubleshooting, the meter has been replaced.